Manufacturer narrative:
The lot number was reviewed for complaint trend. No trends were noted for complaints on this lot number. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the product was implanted in the patient on (B)(6) 2026; however, the lot expired on march 10, 2026.